Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not able to charge up the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.